Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown number of peritoneal dialysis (pd) patients experienced peritonitis. The cause, treatments and the patients' outcome of the event were not reported. No further detail was provided regarding whether any of the patients were hospitalized for the peritonitis or if pd therapy was ongoing. No additional information is available.